Event description:
As reported, prior to use while flushing the device for an unknown procedure, an amplatz extra-stiff support wire guide stretched. The user reportedly felt the device stretch at the flexible tip; therefore, another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Upon return and initial evaluation of the device, the weld ball appeared to be partially separated from the coils but still attached to the wire; however, investigation of the device is ongoing.

Manufacturer narrative:
G4: PMA/510(k) number= k171764. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to use while flushing the device for an unknown procedure, an amplatz extra-stiff support wire guide stretched. The user reportedly felt the device stretch at the flexible tip; therefore, another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The weld ball was partially separated, and offset coils were noted near the apex of the curve. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on one device from the lot; however, the affected product was scrapped, and there are 100% inspections in place to capture the non-conformance. A review of complaint history found no additional complaints for this lot number. The product IFU states "upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on the lot, the non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The wire stretched prior to use, during preparation of the device. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.